Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified only the outer packaging of the part with nothing concerning the contents. No product had been returned for review and the packaging appeared to have been opened (possibly on the backside) as the shrink wrap was not tight to the outer box anymore. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the product was missing from the sealed packaging. Subsequently, the old implant had to be re-implanted and the procedure rescheduled for a later date. Attempts have been made and no further information has been provided.